Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that it caused the pump to beep, and patient had to change the cassette. No patient consequences were reported. No adverse effects were reported.